Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in the non-calcified and moderately tortuous mid right coronary artery. The physician advanced the 20mm x 1.5mm maverick balloon dilation catheter across the lesion, inflated the balloon once to 6 atms and the balloon ruptured during the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).